Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
A healthcare professional (hcp) reported the patient¿s pump and catheter had been removed due to infection. The plan was to re-implant the pump and catheter next week. The pump had contained baclofen. Patient symptoms and outcome were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)-2017 from the patient¿s friend/family member who reported that the patient had an infection with the pump. There was an open wound. Everything was removed and the patient experienced withdrawal symptoms which came on suddenly. The infection was confirmed. The infection resolved and a new pump and catheter were later implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-aug-2017 from a healthcare professional who reported that the brand of baclofen at the time of the event was gablofen. The pump was delivering gablofen (2000 mcg/ml at 240.5 mcg/day in flex dosing mode). There were no dosing adjustments made related to the event and the drug was not discontinued. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s medical history included quadriplegia.